Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the bifurcated diagonal artery. After stent implantation in the left anterior descending artery, a 2.75x16 synergy¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent was hung on the on the newly implanted stent. The physician wanted to re-advanced the stent to treat the lesion but the stent began to dislodge but was still on the delivery balloon. The device was removed and the procedure was completed using a 2.75mmx15mm non-bsc stent. No patient complications were reported and the patient is doing very well.